Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros amon quality control results were obtained from two levels of non-vitros control fluids using vitros amon microslides on a vitros 5,1 fs chemistry system. The assignable cause of the event associated with the level 3 qc results is most likely an instrument event related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. A review of historical amon qc performance identified atypical within-laboratory vitros amon qc performance. The assignable cause of the event associated with the level 1 qc result is unknown. The event occured after the instrument had been returned to expected operation and amon reagent was performing as expected. Therefore, an instrument issue and a reagent issue were not likely contributing factors to this event. No details were provided concerning qc fluid handling and storage and therefore, pre-analytical qc fluid handling and storage cannot be ruled out as potential contributing factors to this event.

Event description:
The customer observed non-reproducible higher than expected vitros amon quality control results from two levels of non-vitros control fluids using vitros amon microslides on a vitros 5,1 fs chemistry system. Level 1 result: 98.7 umol/l vs. Expected 31.2 umol/l. Level 3 result: 307, 309 umol/l vs. Expected 240 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).